Event description:
Complainant alleged that while defibrillating a (B)(6)-year old male patient, an arc was heard from the electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.